Event description:
It was reported that (2) devices were used during a sigma resection. It was reported by the affiliate that the tlc75 instrument does not staple or cut after the first reload (trt75) is used. Another instrument was used to complete the case. There was no consequence to the pt.